Manufacturer narrative:
Plant investigation: a sample investigation was not performed as a hardware component is not associated with this component failure. The machine files were provided and reviewed. The reported event is confirmed. Error 9040.1 occurred at 7:57. The 9040.1 alarm is considered within the scope of the product improvement. Software versions 5.02/6.02 or higher solve some sources which lead to the 9040 alarm and have already been implemented. The device was running on software version v5.00 at the time of the reported event. Improvements were made with the implementation of sw version v6.03 to reduce the occurrence of system crashes. It is recommended to update the device to v6.03.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous venovenous hemofiltration (cvvh) treatment on the multfiltratepro machine. The reported issue occurred approximately 60 hours after a new circuit was started. The machine was functioning properly prior to the reported event. At 7:25 am, the machine made a long buzzing sound for approximately three seconds, the screen froze, and the machine switched off completely. No machine alarms were received to indicate an issue. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 500 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was able to continue treatment after being restarted on a different machine. The machine was removed from service following the event. No repairs or part replacements were reported upon follow-up. The machine data is available for review. No additional information was provided.

Manufacturer narrative:
Additional information: b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous venovenous hemofiltration (cvvh) treatment on the multfiltratepro machine. The reported issue occurred approximately 60 hours after a new circuit was started. The machine was functioning properly prior to the reported event. At 7:25 am, the machine made a long buzzing sound for approximately three seconds, the screen froze, and the machine switched off completely. No machine alarms were received to indicate an issue. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 500 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was able to continue treatment after being restarted on a different machine. The machine was removed from service following the event. No repairs or part replacements were reported upon follow-up. The machine data is available for review. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous venovenous hemofiltration (cvvh) treatment on the multfiltratepro machine. The reported issue occurred approximately 60 hours after a new circuit was started. The machine was functioning properly prior to the reported event. At 7:25 am, the machine made a long buzzing sound for approximately three seconds, the screen froze, and the machine switched off completely. No machine alarms were received to indicate an issue. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 500 ml. No serious injury or required medical intervention was reported. The machine data is available for review. No additional information was provided.